Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. (B)(4) no anomalies found; the full lead was returned for analysis. The outer insulation was breached/cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure the physician was unable to obtain acceptable pacing and sensing numbers with either lead. The physician did not have a specific product complaint, but felt that the unacceptable performance was due to the patient's cardiac anatomy. The leads were not implanted. No patient complications have been reported as a result of this event.